Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found to have a bent grip tip which did not align with the other grip. Additional observation(s) not reported by site found the instrument to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are attributed to improper cleaning/reprocessing techniques, such as insufficient flushing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier instrument locked and misfired while in the cystic duct. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative but was not able to gather any additional information about the complaint.